Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found buildup in the hemoglobin (hgb) chamber; replacement of the hemoglobin chamber resolved the hgb background failures. The fse confirmed flowcell clog errors; the fse replaced and adjusted the multi-angle light scattering (mals) sensor to resolve the issue. (B)(4).

Event description:
The customer reported a unicel dxh 800 coulter cellular analysis system generated hemoglobin (hgb) background errors during startup. In addition, the customer reported the instrument was frequently generating flowcell clog errors. There were no erroneous patient results generated and patient treatment was not impacted in connection with this event.